Event description:
Title: cartilage scaffolds implanted without subchondral drilling are associated with improved outcomes and fewer complications compared to scaffolds implanted with subchondral drilling in the treatment of isolated patellar cartilage lesions. The aim of this study is to compare clinical outcomes between augmented subchondral drilling (ascd) and nonsubchondral drilling (noscd) techniques, both using a cartilage scaffold, in the treatment of isolated patellar cartilage lesions. Between august 2013 and december 2022, a total of 65 patients who underwent surgical treatment for isolated patellar cartilage using either an ascd (31 patients) technique or a noscd (34 patients) technique using 4-0 vicryl (ethicon) sutures. Reported complications are: n=5; arthrofibrosis; treatment: arthroscopic manipulation under anesthesia and debridement, respectively n=7; cartilage overgrowth; treatment: arthroscopic manipulation under anesthesia and debridement, respectively n=2; conversion to arthroplasty; treatment: not mentioned. In conclusion, for the treatment of isolated patellar cartilage lesions, a nonsubchondral drilling technique with scaffolding was associated with improved patient-reported outcomes and fewer complications compared to a subchondral drilling technique with scaffolding, although there was no difference in the rate of conversion to total knee arthroplasty.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: arthrosc sports med rehabil. 2025 oct 30;7(6):101299. Https://doi.org/10.1016/j.asmr.2025.101299. Pmid: 41541537; pmcid: pmc12800826.